Event description:
Information received indicates pump states dose done when set up on infinity and still had half in the bag.

Manufacturer narrative:
Pump was tested for accuracy several times using water. Each time pump delivery amount within specification (spec. +/-5%). Pump works correctly, delivery proper amount of fluid. Motor is running smoothly without any errors or incident.